Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event rather than not reportable as previously reported on (B)(6) 2020 due to the report that during surgery the monopolar curved scissors (mcs) instrument was out of view from the surgical field. The surgeon was unable to locate the instrument with the endoscope due to limitations of movement with the universal surgical manipulator (usm). As a result, an assistant took the mcs instrument out of the patient per standard procedure, and noted that the tip of the instrument had been close to the patient's peritoneum. It was further noted that the tip of the mcs instrument was close to the trocar location and there was a ¿bloodstain¿ on the peritoneum which was attributed to trocar establishment. The blood loss was noted to be ¿only a few milliliter.¿ corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. Annex e updated to include e2015 - unspecified tissue injury. Annex f updated to include f1906 - modified surgical procedure, f23 - unexpected medical. Intervention, and f08 - hospitalization. Annex a updated to include a0512 - unintended movement. Annex g updated to include g04078 ¿ joint. Annex b updated to include b13 - communication/interviews and b17 - device not returned. Annex c updated to include c20 - no findings available. Annex d updated to include d15 - cause not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. On (B)(6)2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event after contacting the surgeon: on the event date, the surgeon performed a da vinci-assisted ¿lower jejunal band for bladder procedure.¿ the procedure consisted of both robotic-assisted surgery and open surgery. The event occurred at the end of the robotic-assisted surgery. The surgeon needed to move the sample (i.e. Iliac blood vessels and lymph nodes) from the pelvic cavity to the upper left quadrant where the trocar was located. Per the reporter, this task requires a wide range of moving with the da vinci endoscope and instruments. During the task, the surgeon noticed that the monopolar curved scissors (mcs) instrument was out of view from the surgical field. The surgeon was unable to locate the instrument with the endoscope due to limitations of movement with the universal surgical manipulator (usm). As a result, an assistant took the mcs instrument out of the patient per standard procedure, and noted that the tip of the instrument had been close to the patient's peritoneum. However, there was injury to the peritoneum as initially reported. It was further noted that the tip of the mcs instrument was close to the trocar location and there was a ¿bloodstain¿ on the peritoneum which was attributed to trocar establishment. The blood loss was noted to be ¿only a few milliliter.¿ after this robotic surgery was completed, the procedure was converted to open surgery as planned for ¿jejunal urethral reconstruction.¿ according to the reporter, the ¿procedure was not converted due to procedure progress difficulty.¿ the patient was reportedly recovering well after the procedure, and discharged from hospital after normal postoperative supportive therapy. Based on the additional information provided, this complaint is no longer deemed reportable due to the following conclusion: it was initially reported that the patient had sustained a puncture wound to the peritoneum during a da vinci-assisted surgical procedure. However, per follow-up information obtained, it was clarified that the patient did not sustain a puncture wound as initially reported. The patient had actually sustained a ¿bloodstain¿ on the peritoneum with a blood loss of a few milliliters. There is no indication that the patient sustained a serious injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complications are unknown. In addition, the following information is unknown: what medical intervention was administered due to the injury to the peritoneum and what surgical task was being performed when the patient¿s blood pressure dropped during open surgery. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The maryland bipolar forceps instrument involved with this complaint is not available for return to isi for evaluation. No complaints were filed against any of the remaining instruments used during the surgical procedure. An isi field service engineer (fse) performed a field evaluation at the site. The fse checked the physical appearance of the system's usms and all were noted to be ok. The fse also checked the system error logs and indicated that no critical errors were found. The fse performed a system verification and no abnormalities were found. The fse verified that the system was ready for use. The following day, the fse attended another scheduled da vinci-assisted surgical procedure that was performed on the same system. The fse monitored the system and noted that the subsequent procedure was completed without issues. Per the instruments and accessories user manual, the following is noted: warning: ensure instruments inserted through the cannula are straightened before removal. Always straighten the instrument wrist under endoscopic visualization before removal of the instrument through the cannula. To remove the instrument, squeeze the release levers on the housing and withdraw the instrument along the instrument axis. Under normal operating conditions, the cannula and instrument should not be removed simultaneously, as this may damage the surrounding tissues and the instrument. In the event that the instrument cannot be removed from the cannula, under direct vision, try to straighten the instrument wrist; then carefully remove arm with cannula and instrument attached. Pull the instrument straight out until it is completely clear of the cannula. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the patient sustained a puncture wound to the peritoneum. However, at this time, the cause of the intra-operative complication is unknown and it is unclear if any medical intervention was administered as a result. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, universal side manipulator (usm) 2 and usm3 allegedly rotated on their own. The endoscope was installed on usm2 and an instrument on usm3 at the time of the issue. The customer decided to convert the procedure to open surgery but was unable to remove one of the instruments. The customer contacted an intuitive surgical, inc. (Isi) clinical sales representative (csr) for assistance. The instrument was successfully removed and the procedure was converted to open surgery. Isi followed up with the customer and obtained the following information regarding the reported event: the issue occurred during a da vinci-assisted cystectomy procedure. The nurse indicated that axis 1 of usm2 and usm3 rotated by 180 degrees. The surgeon was unable to see all three instruments and was unable to control the endoscope. The customer uninstalled the endoscope from the arm and inserted it into an auxiliary port to attempt to find and remove the instruments. Two of the instruments were removed smoothly, but the maryland bipolar forceps instrument was difficult to take out. After several attempts, the instrument was finally removed. The customer noted it took approximately 25 minutes to remove the "da vinci from patient.¿ the customer also admitted that the wrist of the maryland bipolar forceps instrument was not straightened during attempts to remove the instrument. The instrument is not available for return to isi for evaluation. It was confirmed that the operation was converted to open surgery. During the open surgery, a puncture wound was identified on the patient¿s peritoneum. However, the customer was unwilling or unable to provide details of what medical intervention, if any, was administered due to the injury. The nurse claimed that the patient's peritoneum was injured during the usm rotation and during the process of taking the instruments out. Also during the open surgery, the patient's blood pressure dropped and a blood transfusion of about 400 ml was administered. The open surgery was completed and the patient was sent to the ICU for monitoring. The patient¿s physical signs were noted to be stable.